Event description:
It was reported that unspecified number of minicaps were broken and resulted in an unspecified infection. The process step was not reported. The cause of the event was not reported. The patient was hospitalized for the event. No leaks were reported. The patient received "follow up treatment" and additional training. Patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.